Manufacturer narrative:
D2: product code corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead. Product ID: 3093-28, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4). Product ID: 3093-28, serial/lot #: (B)(4), event date is only an approximation, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. Information was reported that the patient stated their spinal cord stimulator (scs) system was removed because the leads were "screwed up". The patient had the revision on (B)(6) 2019. The patient stated the leads were screwed up around 2016 in (B)(6). The patient hasn't used the device in over two years. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Patient code (B)(4) in initial reg report no longer applies. Please see new patient codes in this supplemental. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified that the right lead was not working as good as it had used to. It had kept losing the right side modulation anytime they laid down or rode in a vehicle. The cause was due to scar tissue having incapsulated the right lead and moving it away from the spinal cord. The hcp had tried to fix the problem but hcp was not prepared for the amount of scar tissue. The device was removed because it lost effectiveness for the last 3 years. No further complications were reported or anticipated.